Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k073231.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that she was experiencing a power issue with her one touch ultralink meter. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue with the subject meter began on an unspecified time of the afternoon on (B)(6) 2011. She stated that she manages her diabetes with insulin (pump therapy) and due to the alleged issue she denied making any changes to her usual treatment. It is unknown what kind of symptoms she developed due to the alleged issue. In response to her symptoms, at an unspecified time she reportedly gave herself a bolus of insulin (unknown dose or type). There was no other device available at the time of concern. During the initial call with customer service, the agent noted that the issue remained unresolved. Replacement products were sent to the patient. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury. Although the patient self treated, it is unknown if the patient developed any symptoms suggestive of severe hypoglycemia or hyperglycemia. However, this complaint is being reported because the alleged product issue remained unresolved.